Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint on 29-may-2018 regarding "cannot pass accessory to inlet port" involving a pentax medical video gastroscope, model eg-2990i, serial number (B)(4). The customer owned video gastroscope was returned to pentax medical for evaluation on 06-jun-2018. Service repair evaluated this gastroscope on 06-jun-2018 and the technician confirmed the customer's complaint based on the following documented fail code, "accessory stuck in primary operation channel". The following additional codes were documented: failed dry leak test, failed wet leak test, insertion tube severe discoloration at stage 1, bending rubber leak at proximal side, bending rubber pinhole. The gastroscope was repaired including the following components and approved by final qc on 16-jun-2018: o-rings and seals, distal end assy with tubes, adjusting collar, bending rubber, distal attaching plate, segment assy attaching screw, insertion flex tube, segment attaching screw, angle wire, rl pulley assy, ud pulley assy. The gastroscope was delivered to the customer on 18-jun-2018 under delivery order (B)(4). On 21-nov-2019, a device history record(DHR) review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 24-nov-2010 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 25-nov-2010. Pentax medical video gastroscope, model eg-2990i, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 08-dec-2010. A few good faith effort(gfes) attempts were made to the user in october 2019, including a brief phone call to the user facility, asking if the user was aware of the stuck accessory, as well as other details of the reported event. As of 11-nov-2019, we have not obtained a response if the user was aware of the stuck accessory. Since we were unable to determine if the user was aware of the stuck accessory in the channel, we are processing as the user was unaware of the stuck accessory. Instructions for use(IFU) (B)(4), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.